Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that 6 months ago, the pt suddenly lost access to sound. No accident or trauma was reported. Re-implantation is being considered but has not been scheduled at this time.